Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical blue line ultra cuffed tracheostomy tube, had a "balloon punctured". No adverse patient effects were reported.